Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer bumped into an object and the pump touch screen became cracked and unresponsive. Subsequently, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 176 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.